Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was dissatisfied with the device due to improper sizing and measurement by the previous doctor. A surgical procedure was performed to remove the existing ipp and replace it with one of appropriate size, keeping the original reservoir and placing 18 cm cylinders with 3 cm rte. No patient complications were reported.